Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of. Customer¿s blood glucose level was 40 to 50 mg/dl. The customer did not provide any symptoms or treatment regarding low blood glucose. The insulin pump was returned for analysis.